Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
On (B)(6) /2016, per sales representative, user facility reported that a patient's broviac catheter was repaired close to the insertion site. No other information is available as this was done at a different facility. No patient injury reported.